Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and was unable to duplicate the intermittent loss of power issue. Stryker observed the unresponsive shock button during evaluation. The customer received a replacement device to resolve the issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device powers on and off during use. Upon evaluation, stryker observed the device's shock button was not responding. In this state the device may not be able to deliver defibrillation therapy if it was needed. There was no report of patient use associated to the reported event.

Event description:
The customer contacted stryker to report that their device powers on and off during use. Upon evaluation, stryker observed the device's shock button was not responding. In this state the device may not be able to deliver defibrillation therapy if it was needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Stryker further evaluated the customer's device at the product analysis center (pac) and was unable to duplicate or verify the intermittent loss of power issue. The pac technician also could not verify or duplicate the shock button being unresponsive issue. The device was able to deliver defibrillation energy multiple times without issue. The cause of the reported issues could not be determined. This device was archived by stryker.